Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 40 mg/dl. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with a glucagon injections and intravenous saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.